Event description:
Recommended asr revision - right hip.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.